Event description:
It was reported that during a pph procedure, the device did not staple half of the anastomosis. It was not reported how the procedure was completed. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.